Event description:
The customer reported a screaming alarm on the device that would not silence. There were no adverse reactions reported during the use of the device. The device was returned for further evaluation. The device was received for evaluation and service was unable to verify the customer reported problem. However, the evaluation found the device would not run on ac power. The device history log was downloaded and reviewed, the following error codes were found: error 18 (ac power presence) which had occurred twice and error 51 (defective speaker) which occurred once. The reason for the occurrence of error 18 and the device not running on ac power is due to loose solder on the ac inlet terminals which caused intermittent power loss. The solder connection was repaired to resolve the intermittent power loss. Furthermore the flexible ic flex binder assembly was replaced to resolve error 51. Also, the battery was replaced due to it failing battery life test. After the repair, the device was found to meet specification.